Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection revealed no signs of of leaking. Functional testing did not identify any evidence of leaks. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor sv2 leaked while filling the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was not confirmed and the cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.